Event description:
The facility representative reported an infuso.r. With a "plunger end" issue. This condition occurred during programming/setup in the operating room. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a infuso.r. Pump with a "plunger end" issue was confirmed and not reproduced during product evaluation. The assignable cause was determined to be unknown. The syringe end block was replaced in order to fix the reported condition. A follow-up MDR will be sent when additional information is available.